Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. An unspecified 2.5mm balloon was used for predilatation but the 3.00x28mm promus element mr stent was unable to cross the lesion. Additional dilation was performed with an unspecified balloon and the same stent was unable to cross the lesion. After removal, it was noted that the distal end of the stent was damaged. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the unit has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).